Event description:
It was reported by a journey ii bcs study that a patient presented a mild swollen right knee and bruises which was resolved after conservative approach to treatment.

Manufacturer narrative:
(B)(4).